Event description:
Patient's representative reported "capsular contracture" baker grade unknown, "double capsule", "risk of anaplastic large cell lymphoma", "nodule with a cystic area", "inframammary lymph nodes", "more folding", "distortion", "calcifications". Corticosteroids were prescribed. Capsulectomy was performed. This record is for the right side. The device has been explanted.

Manufacturer narrative:
Clarification to b3 date of event: partial date april 2025. A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.